Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the device manufacturer's investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support regarding drain complication alarms and requested a replacement cycler. Upon follow up with the patient's pd nurse, she confirms the drain complications were caused by peritonitis as a result of non-adherence to aseptic technique. The patient was treated with antibiotics and remains in stable condition using the replacement cycler. Medical records were requested and will be provided.